Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using an unknown reagent. The result from the meter was 6.5 inr and the result fro the laboratory was 2.5 inr. On 17-sep-2022, the result from the meter was 6.1 and the result from the laboratory was 3.0 inr. The therapeutic range and testing frequency was not provided.

Manufacturer narrative:
The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - occupation was patient/consumer.

Manufacturer narrative:
Medwatch field d4 - catalog no was updated. The patient was on chemotherapy during the affected time frame when the comparison to the lab took place. Per product labeling, the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr).

Manufacturer narrative:
The customer's test strips were received for investigation but had expired in december 2022. No further investigation was possible.